Event description:
It was reported that pump experienced malfunction after customer fell into pool, and device displayed non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged pump replacement.